Event description:
It was reported that the customer had issues with her sensors. The insulin pump's keypad was unresponsive. The light button, down key, and act button did not respond. The customer's blood glucose level was 142 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switches. No button error alarm during testing. The test minilink transmitter along with the glucose sensor simulator communicates properly with the insulin pump. No unexpected lost sensor alarm noted. The insulin pump was received with cracked minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.